Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, the technical support specialist (tss) informed that patient details were needed to investigate the issue further. However, the customer confirmed that the patient information could not be disclosed. Since the patient was no longer present, the customer granted permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients information was not shown. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.